Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer lok¿ 3 ml syringe bulk convenience pak experienced cracked plunger rods. The following information was provided by the initial reporter: can you please help us to initiate a new complaint for syringes with cracked plunger rods?

Manufacturer narrative:
The following fields were updated due to additional information: h6: imdrf annex a grid: a0404. H6: investigation summary: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of plunger broken/damaged was confirmed upon inspection of the samples. Cracks were found on the samples provided for evaluation. Bd determined that the cause of the failure was associated to our assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that 3 bd luer lok¿ 3 ml syringe bulk convenience pak experienced cracked plunger rods. The following information was provided by the initial reporter: can you please help us to initiate a new complaint for syringes with cracked plunger rods?